Event description:
A nurse reported to baxter an issue of a leak found at the junction of the spike of the transfer set and the port of yume set (cassette) during therapy on the home choice system. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. The sample is available for evaluation. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Baxter received the sample for evaluation. During visual inspection. Leak was observed from the pin hole on the molded port during the pressure test. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.